Manufacturer narrative:
(B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right shoulder arthroplasty, the surgeon was unsuccessful in seating the implant after several attempts. Another baseplate was implanted without incident. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection did not detect any abnormality of baseplate or adaptor which would contribute to reported condition. Dimensional inspection show the baseplate taper is within specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical product ¿ comp rvrs 25 mm bsplt ha+adptr, cat#: 010000589 lot#: 004270; comp lk scr 3.5hex 4.75 x 25 st, cat#: 180552 lot#: 240140; comp primary stem 15 mm micro, cat#: 113615 lot#: 819840; comp rvs cntrl 6.5 x 20 mm st/rst, cat#: 115394 lot#: 911230; comp rvrs shldr glnsp std 36 mm, cat#: 115310 lot#: 700040; e1 44-36 std hmrl brng, cat#: ep-115393 lot#: 157700; comp rvs tray co 44 mm, cat#: 115370 lot#: 148470; comp lk scr 3.5hex 4.75 x 25 st, cat#: 180552 lot#: 707040. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.